Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea) and fluid in their lungs on (B)(6) 2021. The patient¿s discharge summary was received on (B)(6) 2021. The documents confirm the patient presented to the emergency room (ER) with dyspnea (intermittent, yet gradually worsening over 3 days). Additionally, the patient reported experiencing abdominal pain after the completion of ccpd therapy on (B)(6) 2021. The patient was admitted for acute hypoxia, and the nephrologist ordered a hemodialysis (hd) catheter (not a fresenius product) be surgically placed. Upon admission the patient underwent an abdominal computed tomography (CT) scan which revealed the presence of bilateral pulmonary edema. On (B)(6) 2021, the patient received a tunneled (permanent) right intrajugular hemodialysis (hd) catheter (not a fresenius product) without issue and transitioned to hd for rrt. The patient was discharged in stable condition on (B)(6) 2021 and began in-center hd therapy. During communication with the patient¿s pd registered nurse (pdrn), causality was attributed to the patient¿s inability to ¿keep up¿ with their pd treatments (specifics not provided). The liberty select cycler is pending return to the manufacturer.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea) and fluid in their lungs on (B)(6) 2021. The patient¿s discharge summary was received on (B)(6) 2021. The documents confirm the patient presented to the emergency room (ER) with dyspnea (intermittent, yet gradually worsening over 3 days). Additionally, the patient reported experiencing abdominal pain after the completion of ccpd therapy on (B)(6) 2021. The patient was admitted for acute hypoxia, and the nephrologist ordered a hemodialysis (hd) catheter (not a fresenius product) be surgically placed. Upon admission the patient underwent an abdominal computed tomography (CT) scan which revealed the presence of bilateral pulmonary edema. On (B)(6) 2021, the patient received a tunneled (permanent) right intrajugular hemodialysis (hd) catheter (not a fresenius product) without issue and transitioned to hd for rrt. The patient was discharged in stable condition on (B)(6) 2021 and began in-center hd therapy. During communication with the patient¿s pd registered nurse (pdrn), causality was attributed to the patient¿s inability to ¿keep up¿ with their pd treatments (specifics not provided). The liberty select cycler is pending return to the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. The were visual indications of an insect infestation on the pump door and on the safety clamp. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and visual evidence of insect infestation on the bottom cover under the pump. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea) and fluid in their lungs on (B)(6) 2021. The patient¿s discharge summary was received on (B)(6) 2021. The documents confirm the patient presented to the emergency room (ER) with dyspnea (intermittent, yet gradually worsening over 3 days). Additionally, the patient reported experiencing abdominal pain after the completion of ccpd therapy on (B)(6) 2021. The patient was admitted for acute hypoxia, and the nephrologist ordered a hemodialysis (hd) catheter (not a fresenius product) be surgically placed. Upon admission the patient underwent an abdominal computed tomography (CT) scan which revealed the presence of bilateral pulmonary edema. On (B)(6) 2021, the patient received a tunneled (permanent) right intrajugular hemodialysis (hd) catheter (not a fresenius product) without issue and transitioned to hd for rrt. The patient was discharged in stable condition on (B)(6) 2021 and began in-center hd therapy. During communication with the patient¿s pd registered nurse (pdrn), causality was attributed to the patient¿s inability to ¿keep up¿ with their pd treatments (specifics not provided). The liberty select cycler is pending return to the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of constipation (characterized by abdominal pain) and pulmonary edema (characterized by dyspnea leading to acute hypoxia), which warranted hospitalization and transition to hd for rrt. The patient¿s pdrn attributed causality (pulmonary edema) to the patient¿s inability to keep up with pd treatment requirements/alarms. Pulmonary edema is a well-known potential complication of the esrd process and can be attributed to a wide-range of causes (e.g., non-compliance, physiological changes, mechanical issues, health status changes). Additionally, gastrointestinal complications (e.g., nausea, constipation, abdominal pain) are known to commonly occur in patients with renal failure. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea) and fluid in their lungs on (B)(6) 2021. The patient¿s discharge summary was received on (B)(6) 2021. The documents confirm the patient presented to the emergency room (ER) with dyspnea (intermittent, yet gradually worsening over 3 days). Additionally, the patient reported experiencing abdominal pain after the completion of ccpd therapy on (B)(6) 2021. The patient was admitted for acute hypoxia, and the nephrologist ordered a hemodialysis (hd) catheter (not a fresenius product) be surgically placed. Upon admission the patient underwent an abdominal computed tomography (CT) scan which revealed the presence of bilateral pulmonary edema. On (B)(6) 2021, the patient received a tunneled (permanent) right intrajugular hemodialysis (hd) catheter (not a fresenius product) without issue and transitioned to hd for rrt. The patient was discharged in stable condition on (B)(6) 2021 and began in-center hd therapy. During communication with the patient¿s pd registered nurse (pdrn), causality was attributed to the patient¿s inability to ¿keep up¿ with their pd treatments (specifics not provided). The liberty select cycler is pending return to the manufacturer.